Event description:
It was reported that air leakage sound came from right thigh arctic gel pad with low flow alarm from arcticsun5000 during ttm treatment. Per follow-up information received from ibc on 11apr2023, stated that the flow rate was 1.6 l/m when the accident happened. The user did not had any information about the inlet pressure. Stated that the issue was with only pads, especially the right thigh pad. The customer confirmed air leak after watching the video that the nurse sent them when they heard the sound coming from the pad. Per sample evaluation notification received on 26apr2023, stated that kinking and hydrogel separation was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation of the returned sample noted one opened arctic gel pad kit present with no original packaging. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection noted kinked tubing present on right and left thigh pad. Visual inspection no hydrogel separation on right thigh pad. Further testing required to determine presence of air leak. Functional evaluation noted flow rate test was conducted per tm0301222 rev 1. Air leak was present on right thigh pad when connected as hydrogel separation was present on pad as the pad was not evenly covered and air bubbles were persistent throughout testing. Therefore, product does not meet specifications according to ip7602996 rev 13 which states "hydrogel must be alignment to film." Although an exact root cause could not be determined a potential root cause could be use of punctured pads or pad lines. The potential failure mode is "air leakage into the system." Based on this information the risk is low. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that air leakage sound came from right thigh arctic gel pad with low flow alarm from arcticsun5000 during ttm treatment.